Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jul2020.

Event description:
It was reported that the ventilator had a touchscreen failure. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported.

Manufacturer narrative:
G4: 08sep2020. B4: 09sep2020. Additional information was received that the reported issue did not occur while on a patient. The service engineer (se) inspected the device and replaced the touchscreen to address the reported issue. Reportedly, the touchscreen was broken. The unit was checked overall, cleaned, and functionally tested. After this repair the unit was confirmed to be operating within the manufacturer's specifications, and was returned to the customer for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.